Event description:
It was reported that pump battery was depleting. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact with technical support, so no troubleshooting was performed and no additional information or corrective actions were obtained.